Manufacturer narrative:
Initial reporter last name: (B)(6). "Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown investigation summary: as the material and lot numbers were unknown for this incident and samples were unavailable for return, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that unspecified bd precisionglide microlances had the following problems. Infection (3), needle stick (1), clogged (10). The following was reported by the initial reporter: "it was reported via survey response that the clinician experienced exposure to body fluid or blood due to needlestick injury after use on patient (1), bloodstream infection (blood stream bacteraemia, sepsis etc.) (3), needle clogged (10). Additional information related to clinician exposure to blood... States: "an accidental puncture on attempting to occlude the needle." Due to clinician's response above and occurrences noted on the attached file, exposure to blood will be combined with needlestick injury with dirty needle. Additional information related to bloodstream infection... States: "a septic condition.""